Manufacturer narrative:
Mfg site eval: eval is on-going.

Event description:
Country of complaint: (B)(6). Needle detachment/ loosen-detached.

Manufacturer narrative:
Mfg site evaluation: samples received, 5 unopened and 2 opened samples. There are previous complaints of this code batch for the same issue. We have received 5 closed and 2 open samples, one of them with the needle detached from the thread. Needle attachment testing of the closed samples received was completed and the results do not fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: complaint is justified. Corrective/preventive actions: corrective action has been initiated by the OEM to avoid future occurrence.